Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
(B)(6) 2017: claim letter received. Claim letter alleges pain. It also alleged she had raised cobalt-chromium, however, they remained stable.

Manufacturer narrative:
Oct 6, 2017: claim letter received. Claim letter alleges pain. It also alleged she had raised cobalt-chromium, however, they remained stable. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nov 7, 2017: claim letter received. In addition to what was previously alleged, claim letter alleges lack of energy, loss of appetite and weight loss.

Manufacturer narrative:
On (B)(6) 2017: claim letter received. Claim letter alleges pain. It also alleged she had raised cobalt chromium, however, they remained stable. Update nov 7, 2017: claim letter received. In addition to what was previously alleged, claim letter alleges lack of energy, loss of appetite and weight loss. This complaint was updated on nov 9, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.